Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were transported to the hospital by emergency medical service due to low blood glucose on unknown date with blood glucose of 46 mg/dl. The customer¿s blood glucose at the time of passed out was 27 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. The customer also stated that during the last set change customer recalls insulin dripping from end of set before connecting at their site. The customer reported that they did believe insulin pump was over-delivering. The insulin pump will be returned for analysis.